Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer report number: 3006705815-2022-13789. It was reported that one of the patient's leads had high impedances. Surgical intervention was undertaken on (B)(6) 2022. In which one lead was explanted and replaced. Note: it is unknown which lead was explanted and replaced so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.